Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The field service engineer (fse) ran the vacuum pump, and verified that it was working properly and that no smell or oil mist was present. The customer stated there are five air exchanges per hour. The fse verified the system met the MFR's specs and performed an empty chamber test successfully. Other -vacuum pump. Reference mdrs: 2084725-2009-00322 and 2084725-2009-00327.

Event description:
The customer alleged the unit emitted an oil mist. The customer does not know if any injuries or pts were involved. An asp field service engineer (fse) went to the facility to assess the unit.